Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint investigation concluded that the event was related to the asr platform which was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. This stem is not part of the asr family however it did form part of the joint construct. There was no allegation of deficiency with this device.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl acetabular system - left. Reason(s) for revision : pain and component loosening - acetabular cup. Claimsuite alerts received. Claimsuite alert alleges loosening (acetabular & femoral) and continuing of dislocations.